Event description:
It was reported that the pt's hearing thresholds have deteriorated. He was not anymore within the indication criteria for the vibrant soundbridge and had no benefit from the implant anymore. The pt was re-implanted with cochlear implant on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.